Event description:
It was reported a death occurred. Vascular access was obtained via the radial artery. Angiography revealed that there was a 50% stenosed lesion in the diagonal artery, a 70% stenosed lesion in the left circumflex (lcx) artery and 100% in stent restenosis in the right coronary (rca) artery. The physician wad to perform a percutaneous coronary intervention in the severely tortuous rca. A 3 x 20 promus elite drug eluting stent was deployed in the mid-rca, and a 3 x 24 promus elite drug eluting stent was deployed in the proximal rca, with the two stents overlapping. Timi3 flow was achieved and patient was shifted to the intensive care unit (ICU) to recover. Two days later, the patient had experienced sudden cardiac arrest in ICU. It was attempted to revive the patient, however the patient died. It was further reported that the lesion was predilated using semi compliant 1.50 x 12mm and 2.50 x 12mm balloon. The lesion was severely tortuous with angulations great than 90 degrees. There were no issues with stent deployment and both stents were well expanded and fully deployed.